Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. Hardware low level failures error alarmed during self test and device trace download confirmed hardware low level failures error due to broken trace at on keypad assembly. No low battery alert or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 265 mg/dl at the time of incident. Customer reported that clear alarm and finish complete prime process. Customer reported that the pump error occurred second time and self test not ok. The customer received replaced battery test alarms with low battery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.